Manufacturer narrative:
The service engineer (se) reported that the touchscreen was replaced. The device was passed all performance verification testing and was returned to service.

Manufacturer narrative:
The device was evaluated by a field service engineer (fse), and it was reported that the customer issue was confirmed. The fse reported that the touchscreen was not selecting correct areas, and the calibration did not resolve the issue. A touchscreen would be ordered. The investigation is ongoing.

Manufacturer narrative:
The suspected touchscreen was returned to philips for failure investigation. The technician documented the following conclusion/root cause, "product investigation lab (pil) tech could not find any issues with touchscreen operations during the diagnostic check. This touch screen passed all diagnostics testing. It also passed the calibration test. Tech verified that the suspect touch screen passed the functional testing per test#3 in the service manual. Tech verified that the touch screen touch points are aligned on the standard test bed (stb). Pil tech verified that all touchscreen flex cable circuit resistance verification and resistance ratio measurements were within the specifications. Pil could conclude that the touch screen operates as designed/ no fault found. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.

Event description:
Philips received a complaint from the customer, reporting that the v60 ventilator had a touchscreen that had no touch capability (intermittent). The device was in clinical use when the issue occurred. No patient or user harm reported. A philips remote service engineer (rse) noted that the customer's v60 ventilator had a touchscreen that had no touch capability (intermittent). It was reported that there was no touch capability near the top of the screen. It was then reported that the touchscreen diagnostics were failing, and the biomed reported that multiple calibrations were attempted. The biomed was advised to calibrate the touchscreen; however, it was reported that the device becomes unresponsive over time. The customer was provided with the part number for a replacement touchscreen. The customer requested onsite service. The investigation is ongoing.